Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2014; including op report for implant of alleged gore device, medical records prior to (B)(6) 2014 pertaining to previous ventral hernias and repairs x4 w/ various types of mesh were not provided. Product identification records for alleged gore device were not provided. (B)(6) 2014: (B)(6). (B)(6). Operative report. Residents: (B)(6) [nurse reviewer note: assistant noted elsewhere as (B)(6) ] and (B)(6) . Pre/postop diagnosis: recurrent incisional hernia. Indication: ¿the patient is a 70-year-old female who is status post 4 ventral hernia repairs with various types of mesh. She presented with a recurrent hernia as well as a small bowel obstruction . She was readmitted twice within 1 week and was subsequently taken to the operating room for repair. She did understand preop that she was high risk for recurrence as well as complications including bleeding, infection, and possible intestinal damage versus fistulization given her multiple previous surgeries.¿ procedures: exploratory laparotomy. Lysis of adhesions x 45 minutes. Repair of incarcerated ventral hernia with surgisis mesh underlay measuring 40 x 40 cm. Reduction of incarcerated satellite ventral hernia measuring 5 x 5 cm with incarcerated omentum. Placement of drains. Anesthesia: general endotracheal. Specimens: none . Prosthetic devices implanted: surgisis mesh underlay. Estimated blood loss: 50 cc. Drains and tubes: two #10 blake drains located above surgisis and beneath fascia. Findings: large complex incisional hernia, incarcerated with evidence of prior mesh placement, small bowel volvulized around rolled mesh, which was displaced from anterior abdominal wall. Procedure in detail: ¿after informed consent was obtained, the patient was taken to the operating room and placed supine on the operating table. General endotracheal anesthesia was established. The patient¿s abdomen was then prepped and draped in the usual sterile fashion. A knife was used to incise the skin in a midline laparotomy fashion. This dissection was carried down through subcutaneous tissues to the level of the fascia. The fascia was incised sharply. Access to peritoneal cavity was then obtained. This dissection was extended inferiorly to the level of the hernia defect. The hernia sac was opened. Extensive lysis of adhesions was performed for 45 minutes. The small bowel did appear to be volvulized around a band. We did divide this band, which at first appeared to be adhesive band but rather it was a tube-like structure, possibly ptfe (a synthetic), which was adherent to the anterior abdominal wall, and distally had adhesed to the pelvic sidewall. A piece of small bowel had actually volvulized around this. The small bowel was viable. This was freed up. There were a few satellite hernias within the anterior abdominal wall that were incarcerated as well. There was omentum present. The omentum was freed up, and everything returned to the peritoneal cavity. The bowel was then run distally approximately from the ligament of treitz, distally to the ileocecal vale, and all appeared viable. There was evidence of all 4 of her previous hernia repairs. It appeared that every possible space in the anterior abdominal wall had been violated or utilized previously in same fashion. Thus, decision was made to perform a surgisis underlay with transfascial sutures. A 40 x 40 cm pieces of surgisis mesh were sewn together with prolene sutures. A surgisis underlay was then performed via under direct visualization, passing pds sutures through small stab incisions in the skin, carried them transfascially through the mesh, and then back through the abdominal wall. These were then secured and tied. This was done circumferentially around the abdomen. The mesh was gently taut but not under any significant tension. Two 24-french blake drains were then placed and tunneled through the skin. The fascia overlying was then reapproximated using interrupted #1 pds suture, overlying the surgisis underlay. Skin was closed with staples. The drains were secured in place using nylon sutures. Dry sterile dressing was placed. The patient tolerated the procedure well and will be taken to the recovery room in stable condition. All counts were correct at the end of the case. I was present and scrubbed for the entire case.¿ complications: none. (B)(6) 2014: (B)(6). Operative note. Assistants: (B)(6). Surgery: exploratory laparotomy. Lysis of adhesions 30 min. Ventral hernia repair with surgisis mesh. Description: midline laparotomy, lysis of adhesions, noted bowel to be adherent and trapped in previous mesh. Once bowel free, performed underlay mesh repair with surgisis and transfacial suture with pds. Blake drains left on top of mesh, fasica [sic] closed on top, skin with staples. Findings: multiple ventral hernias anterior abdomen with trapped loops of small bowel. No areas of ischemia. Estimated blood loss: 300 ml. Specimens: none. Postop diagnosis: ventral hernia with partial bowel obstruction. (B)(6) 2014: (B)(6) medical center. (B)(6). History & physical. Preoperative information: indication for procedure: abdominal wall fluid collection. Procedure: ultrasound guided abdominal fluid collection drainage . Past medical history: [included] esophageal reflux, idiopathic progressive polyneuropathy. Surgical history: [included] colonoscopy, incisional hernia repair 1990 & 1991, hysterectomy 1989. Allergies: [included] chlorhexidine topical-blistering. Home medications: [included] aspirin. Gastrointestinal: soft, nontender, distention. Discussed w/ radiologist (B)(6), lauren n. Plan: npo [nothing by mouth] since midnight. Asa class: 2; mild systemic disease. Minimal sedation. (B)(6) 2014: (B)(6) medical center. (B)(6). Interventional radiology procedure note. Assistant: herczyk. Procedures: ultrasound guided abdominal fluid collection drainage. Description of procedure: ultrasound guided abdominal fluid collection drainage, 1 mg versed, 100 mcg fentanyl, 1 % local lidocaine, glidewire used to access collection via a fistula in right abdomen, serial dilation was performed, 10 french pigtail drainage catheter placed, 10 ml serosanguinous fluid drained, fluid sent for culture, the patient tolerated procedure well with no evidence of immediate post procedure complication. Findings: no new findings. Estimated blood loss: minimal. Specimens: 4 ml serosanguinous fluid drained, fluid was sent for culture. Post-procedure diagnosis: successful ultrasound guided abdominal fluid collection drainage, 10 french pigtail drainage catheter placed, culture results are pending. Associated diagnoses: none. (B)(6) 2014: (B)(6) medical center. (B)(6). Operative report. Resident: (B)(6), md. Preop diagnosis: chronic draining fistula tract in abdomen. Postop diagnosis: chronic draining fistula tract in abdomen, unincorporated mesh. Procedure: opening of wound, removal of unincorporated mesh, excision of fistulous draining tract. Anesthesia: general endotracheal. Specimens: mesh, suture, and fistulous tract. Prosthetic devices implanted: none. Estimated blood loss: minimal. Drains and tubes: none. Findings: fistulous tract with unincorporated mesh and stitch at base. No evidence of any pus. Procedure in detail: ¿after informed consent was obtained, the patient was taken to the operating room and placed supine on the operating table. General endotracheal anesthesia was established. The patient¿s abdomen was then prepped and draped in the usual sterile fashion. A tonsil clamp was then placed into the sinus tract. Using this as a guide, we then opened the incision approximately 2-3 cm. This did lead to an area at the base of the wound where there was a stitch present. There was no pus present. The stitch was removed. There was also a piece of unincorporated mesh, which was removed and sent for pathology. The tract was then excised. The wound was then packed sing xeroform at the base. Due to concern that there would be the potential for exposed bowel below the unincorporated mesh, followed by normal saline moistened gauze, dry sterile dressing was placed. The patient tolerated the procedure well and will be taken to recovery room in stable condition. All counts were correct at the end of the case. I was present and scrubbed for the entire case.¿ complications: none. (B)(6) 2014: (B)(6) medical center. (B)(6). Operative note. Surgery: incision and drainage of abdominal wall fluid collection, partial resection of unincorporated mesh, removal of suture and stitch granuloma, excision of sinus tract. Description: as above. No gross purulence. Xeroform x 1 placed within wound bed followed by ns [normal saline]-moistened kerlix x 1, dry 4 x 4 and abds [abdominal pad] secured with medipore tape. Findings: unincorporated mesh, stitch granuloma and draining sinus. Estimated blood los: less than 5 ml. Specimens: stitch for gross specimen, mesh (unincorporated) for gross specimen, sinus tract for permanent. Postop diagnosis: abdominal wall fluid collection with draining sinus. Will admit for overnight observation, pain control, and dressing changes. (B)(6) 2014: (B)(6) medical center. (B)(6) md. Surgical pathology report. Accession #: sp-14-16298. Clinical information: abdominal wall abscess. Gross description: specimen #1 is received fresh in a single container labeled with the patient¿s name, ¿haynie, kathleen,¿ and designated ¿stitch gross.¿ received is a green suture that is 4.8 cm in length x less than 0.1 cm in diameter. The specimen is submitted for gross diagnosis only. Specimen #2 is received fresh in a single container labeled with the patient¿s name ¿haynie, kathleen,¿ and designated ¿mesh.¿ received is an 8.0 x 7.0 cm red-tan rubbery sheet of material that is 0.1 cm in depth. Also received is a green suture that is 6.5 cm in length and less than 0.1 cm in diameter. Both specimens are submitted for gross diagnosis only. Specimen #3 is received fresh in a single container labeled with the patient¿s name ¿haynie, kathleen,¿ and designated ¿sinus tract.¿ received is a 3.2 x 2.5 x 1.6 cm red-tan rubbery piece of adipose tissue. The section surfaces are fibrofatty and free of indurated mass lesions. Representative sections are submitted in two cassettes. Summary of sections: 1-gross only. 2-gross only. 3a, 3b-sinus tract-2 each. Microscopic interpretation: gross diagnosis (specimen #1): gross only: foreign body, clinically single green suture. Gross diagnosis (specimen #2): gross only: foreign body, clinically mesh and suture . Sinus tract (specimen #3); excision: fibroadipose tissue, inflamed, with suture granulomas, cicatricial fibrosis and granulation tissue, consistent with sinus tract. (B)(6) 2015: (B)(6) medical center. (B)(6) md. Operative report. Resident: (B)(6). Preop diagnosis: nonhealing wound, status post mesh underlay repair with surgisis mesh. Postop diagnosis: unincorporated mesh. Procedures: wound exploration; debridement of unincorporated mesh on the left side, superior most portion of abdomen; wound exploration, right side, with removal of unincorporated mesh; and repair of serosal tear. Anesthesia: general endotracheal. Specimens removed: unincorporated mesh with ethibond and prolene sutures. Mesh sent for gross pathology; only sutures not sent. Estimated blood loss: minimal. Drains and tubes: none. Findings: unincorporated mesh. Procedure in detail: ¿after informed consent was obtained, the patient was taken to the operating room and placed supine on the operating table. General endotracheal anesthesia was established. The patient¿s abdomen was then prepped and draped in the usual sterile fashion. A tonsil clamp was placed within the nonhealing wound in the midline to explore the wound. This was found to communicate with the left side of drain stitch. The skin overlying this tract was opened. There was extensive amount of chronic healing tissue within the wound. At the base of the wound, we were able to identify what appeared to be unincorporated mesh. This was gently teased from its attachments with surrounding tissue. The bowel was directly adjacent to this and there was a small serosal tear. This was repaired using 3-0 silk suture. This measured less than 1 cm and was serosal only in nature and not full thickness. Some what appeared to be peritoneum was secured overlying that area. The unincorporated mesh was removed by cutting the ethibond and prolene sutures, which were attached to it and this was sent for gross pathology only. There was a small piece of unincorporated mesh visible at the superior most portion of the wound. This was also removed. The skin in one area was reapproximated with 1 suture and the remaining portion given that there was exposed bowel and always the risk for development of an enterocutaneous fistula, the decision was made to place mepitel overlying that area to protect the bowel followed by a normal-saline-soaked gauze. A tonsil clamp was then placed in the jp drain site on the right side. This only tracked inferiorly approximately 2 cm. There was a very small tongue of mesh present in that area. This was incorporated. This was free from its surrounding attachments. This was removed and sent for gross pathology as well. The wound was then irrigated and packed with mepitel and normal-saline-soaked gauze. There was no evidence of any bowel present within that wound. Dry sterile dressing was placed. The patient tolerated the procedure well and will be taken to the recovery room in stable condition. All counts were correct at the end of the case. I was present and scrubbed for the entire case.¿ complications: none. (B)(6) 2015: (B)(6) medical center. (B)(6). Operative note. Surgery: abdominal wall wound exploration. Removal of unincorporated mesh and suture. Description: sinus tracts explored and overlying skin opened with transverse incision. Unincorporated mesh and suture removed sharply. 3 mepitel strips packed into left abdominal wall wound. Findings: unincorporated mesh and suture. Estimated blood loss: 10 ml. Specimens: unincorporated mesh. Suture. Postop diagnosis: chronic abdominal wall wound. 10/30/15: vcu health. Cora-gabriela, uram-tuculescu, md. Surgical pathology report. Accession #: sp-15-15087. Clinical information: 71-year-old female with hypertension, hld, hernia repair. Gross description: the specimen is received fresh in a single container labeled with the patient¿s name, ¿haynie, kathleen f,¿ and with ¿mesh.¿ received are 3 fragments of tan mesh material measuring 2.5 x 2.0 x 0.1 cm, 2.7 x 2.5 x0.1 cm and 3.5 x 4.0 x 0.2 cm. The portions have one surface which is smooth while the opposite surface is ridged with adherent blood and tan-pink soft tissue. The soft tissue is unremarkable. The soft tissue adherent to the specimen is submitted. Summary of sections: 1a-soft tissue adherent to mesh-aggregate. Microscopic interpretation soft tissue; hernia repair: acutely and chronically inflamed granulation tissue with multinucleated giant cell reaction to foreign material. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 07/18/12: bon secours medical group. Timothy j. Talbert, np. Office notes. Productive cough for 3 weeks, wheezing. Allergic rhinitis, acute maxillary sinusitis. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusion: d17: appropriate code/term not available for ¿false claim¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for false claim. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. The complaint will be closed as a false claim. Previous patient code 3191: appropriate term/code not available for ¿small bowel volvulized around rolled mesh" was reported based on the original complaint and is no longer applicable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2011 through (B)(6) 2017, and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterial devices. Medical records from (B)(6) 2012 through (B)(6) 2013 were not provided. Patient information: medical history: obesity: (B)(6) 2012: 215 lbs., bmi 39.32. (B)(6) 2013: ¿20-lb. Weight loss through diet and exercise.¿ (B)(6) 2013: ¿recent 50-pound weight loss for hernia surgery.¿ (B)(6) 2014: 192 lbs., bmi 35.3. (B)(6) 2014: 170.9 lbs., bmi 31.1. Gastroesophageal reflux disease [gerd]. Right breast cancer. History of persistent staph [staphylococcus] infection, right heel. (B)(6) 2012: pre-diabetes. Surgical procedures: 1989: hysterectomy 1990: incisional hernia repair 1991: incisional hernia repair 2003: infected breast implant removed (B)(6) 2012: exploratory laparotomy, lysis of adhesions, repair of abdominal herniae with mesh. Implant gore® dualmesh® plus biomaterial. (B)(6) 2013: exploratory laparotomy, lysis of multiple large and small bowel with resection of incarcerated omentum and repair of abdominal hernia with a dualmesh. Implant gore® dualmesh® plus biomaterial. (B)(6) 2014: exploratory laparotomy, lysis of adhesions x45 minutes, repair incarcerated ventral hernia w/surgisis mesh underlay, reduction of incarcerated satellite ventral hernia w/incarcerated omentum, placement of drains implant: mesh cook surgisis hernia 20x30 cm x 2. (B)(6) 2014: ultrasound guided abdominal fluid collection drainage. (B)(6) 2014: opening of wound, removal of unincorporated mesh, excision fistulous draining tract. (B)(6) 2015: wound exploration; debridement unincorporated mesh, removal unincorporated mesh, repair serosal tear. Implant #1 preoperative complaints: (B)(6) 2012: surgery consult. ¿presents with complaint of ventral hernia. Previous hysterectomy, then had repair of a hernia by dr. Xx. She¿s had abdominal hernias that we have known about for a long period of time, primarily in right upper quadrant that is symptomatic and gets tender with vomiting and in left lower quadrant that is probably the size of a bigger than large grapefruit.¿ ¿as far as I¿m concerned, she¿s having symptoms from the right upper quadrant smaller hernia with incarceration and does need to be fixed.¿ review of systems: persistent infections, weight gain, muscle weakness, numbness and trouble walking. Weight 215 pounds, bmi 39.32. Exam: abdomen; right upper quadrant and left lower quadrant incarcerated hernias.¿ (B)(6) 2012: indication. ¿the patient is a 68-year-old female who has had previous surgery at mcv who has developed huge herniae in the lower abdomen, one on the right and one on the left. The one on the right is symptomatic and is markedly tender, and feels to be incarcerated. The left side is not tender, but is obviously much larger. There is a concern of whether to fix one or both. It was felt we would decide when we explored the patient.¿ implant #1 procedure: exploratory laparotomy. Lysis of adhesions. Repair of abdominal herniae with mesh, 2 separate herniae. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/9114914, 15cm x 19cm x 1mm thick, oval] [alleged implant of two gore® dualmesh® plus biomaterial devices; however, medical records show only one device was implanted.] Implant #1 date: (B)(6) 2012 [hospitalization dates (B)(6) 2012] description of hernia being treated: ¿we began on the right side of the abdomen and making a transverse incision down through the skin and subcutaneous tissue promptly coming into a 6 to 8 cm abdominal hernia with a large amount of omentum and colon incarcerated in the area. Much of the omentum was resected, clamped, divided and ligated with 2-0 chromic and sent to pathology. Once we were able to get the edges freed up, we then went underneath intraperitoneal and went to the other side and found the left-sided hernia and it was explored. A large portion of it was small bowel. At that point we extended the incision transversely going over to the left out through the skin and subcutaneous tissue, and at that point we had a bridge between the 2 herniae and this was opened.¿ implant size and fixation: ¿once we had dissected out the multiple small bowel adhesions, we took a dual mesh and inserted it in the subfascial area and sutured it to the fascia with a running and interrupted 0 mersilene suture. Once this had been completed, we then approximated some of the fascia anterior to this with loose interrupted 0 mersilene. The soft tissue was then closed with 3-0 vicryl and the skin with the skin stapler.¿ (B)(6) 2012: findings: ¿bilateral abdominal incarcerated hernias, left side with small bowel and right with omentum and colon.¿ (B)(6) 2012: pathology. ¿gross description: specimen number 1, received fresh labeled with the patient¿s name and incarcerated omentum right side, consists of a 15.0 cm aggregate of two focally hemorrhagic portions of yellow lobulated adipose tissue, partially surfaced by thin fibrovascular membrane. Sectioning reveals no discrete masses, lesions or grossly enlarged lymph nodes.¿ (B)(6) 2012: discharge summary. ¿postoperatively, kept nothing by mouth because of ileus for approximately 48 hours; began on clear liquid diet. Tolerated diet, discharged to home, to be followed in office.¿ implant #2 preoperative complaints: (B)(6) 2013: emergency room. ¿presents for abdominal pain, vomiting; started yesterday. Reports 5 episodes of non-bloody vomiting. Pain located to left lower quadrant; burning, constant, does not radiate. Weight 198 pounds. Exam: tenderness in left lower quadrant.¿ ¿impression/plan: history of abdominal surgery, hernia. Discussed with general surgeon...¿ ¿admitted to hospital...¿ (B)(6) 2013: CT abdomen/pelvis [a/p] ¿impression: large anterior abdominal wall hernia to left of midline which contains distended small bowel loops suggestive of incarceration. Fat stranding seen in hernia. Sigmoid diverticulosis.¿ (B)(6) 2013: history & physical. ¿was doing well, lost approximately 22 pounds, had been walking and had some straining and developed the acute onset of recurrent hernia in left lower quadrant.¿ ¿exam: abdomen; left lower quadrant abdominal hernia, nontender. Impression: recurrent left lower quadrant abdominal hernia. Plan: admit, hydrate, bowel rest, then repair hernia. Implant #2 procedure: exploratory laparotomy, lysis of multiple large and small bowel adhesions with resection of incarcerated omentum and repair of abdominal hernia with a dualmesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/10776980, 10cm x 15cm x 1mm thick, oval] implant #2 date: (B)(6) 2013 [hospitalization dates (B)(6) 2013] description of hernia being treated: ¿the old transverse incision was taken down through the skin and subcutaneous tissue and extended laterally going down to the peritoneal sac. This was opened and a large amount of incarcerated hernia was encountered. Small bowel was delivered in the wound and multiple adhesions were taken down. There were 2 or 3 other small hernias that were also incorporated in the area and a more lateral one actually had large bowel that was incorporated. This was all incorporated with one large opening.¿ implant size and fixation: ¿a dualmesh was inserted and sutured in place with interrupted 3-0 mersilene and once this had been completed, the fascia was closed anterior to this with 0 mersilene. The soft tissue was closed with 2-0 chromic and the skin with a skin stapler.¿ (B)(6) 2013: pathology. ¿gross description: ... Incarcerated omentum, consists of a 13.0 cm portion of focally hemorrhagic yellow lobulated adipose tissue partially surfaced by a thin fibromembranous and fibrovascular soft tissue. Sectioning reveals no discrete masses or lesions.¿ (B)(6) 2013: discharge summary. ¿postoperatively, did well. Kept nothing by mouth with nasogastric tube for 2 days; subsequently removed. Bowel function returned. Begun on diet and discharged home.¿ relevant medical information (B)(6) 2013: ¿recent 50-pound weight loss for hernia surgery. Abdomen hurt on occasions. Exam: large dense ventral hernia at lower aspect of stomach, partially reducible. Does not desire additional operation at this time unless emergency. Follow up 3-6 months.¿ explant preoperative complaints: (B)(6) 2014: emergency room. Abdominal pain, onset 1 day. Constant, sharp, pressure, moderate at onset. Exacerbating factors eating. Relieving factor vomiting. Exam: palpable hernias, tender to left side abdomen over hernia protrusion. Feeling like ¿something is stuck¿ in belly similar to previous hernia incarceration. Impression/plan: abdominal pain, bowel obstruction, stable, admit to inpatient.¿ inpatient hospitalization [hospitalization dates (B)(6) 2014] (B)(6) 2014: CT a/p. "Impression: large ventral hernia below mesh, containing multiple small bowel loops, both dilated and decompressed, represent complex hernia . High-grade mid to distal small bowel obstruction with transition point of dilated bowel exiting the hernia sac and entering abdomen. May be related to adhesions, likely related to hernia. Volvulus of small bowel must be considered. Fluid in associated mesentery concerning for possible ischemic change. Small amount of abdominal ascites, possible bilateral adrenal hyperplasia, small hiatal hernia.¿ (B)(6) 2014: discharge summary. ¿partial small bowel obstruction treated non-surgically.¿ (B)(6) 2014: history and physical. ¿direct admission nausea, vomiting x1, abdominal pain. Pain vague, occurs in waves, located lower abdomen since 4 am. Reports flatus, has not had bowel movement since wednesday.¿ ¿exam: abdomen soft, distended, tender to palpation in left lower quadrant, bowel sounds hyperactive.¿ (B)(6) 2014: abdominal acute series (kub, erect abdominal, cxr). Impression: worsening high-grade small bowel obstruction . Possible transition point in left inguinal hernia. No evidence pneumoperitoneum.¿ (B)(6) 2014: indication. ¿the patient is a 70-year-old female who is status post 4 ventral hernia repairs with various types of mesh. She presented with a recurrent hernia as well as a small bowel obstruction. She was readmitted twice within 1 week and was subsequently taken to the operating room for repair. She did understand preop that she was high risk for recurrence as well as complications including bleeding, infection, and possible intestinal damage versus fistulization given her multiple previous surgeries.¿ explant procedure: exploratory laparotomy. Lysis of adhesions x 45 minutes. Repair of incarcerated ventral hernia with surgisis mesh underlay measuring 40 x 40 cm. Reduction of incarcerated satellite ventral hernia measuring 5 x 5 cm with incarcerated omentum. Placement of drains. [Implant: mesh cook surgisis hernia 20x30 cm x 2]. Explant date: (B)(6) 2014 [hospitalization dates july 13-22, 2014]. A knife was used to incise the skin in a midline laparotomy fashion. This dissection was carried down through subcutaneous tissues to the level of the fascia. The fascia was incised sharply. Access to peritoneal cavity was then obtained. This dissection was extended inferiorly to the level of the hernia defect. The hernia sac was opened. Extensive lysis of adhesions was performed for 45 minutes. The small bowel did appear to be volvulized around a band. We did divide this band, which at first appeared to be adhesive band but rather it was a tube-like structure, possibly ptfe (a synthetic), which was adherent to the anterior abdominal wall, and distally had adhesed to the pelvic sidewall. A piece of small bowel had actually volvulized around this. The small bowel was viable. This was freed up. There were a few satellite hernias within the anterior abdominal wall that were incarcerated as well. There was omentum present. The omentum was freed up, and everything returned to the peritoneal cavity. The bowel was then run distally approximately from the ligament of treitz, distally to the ileocecal vale [sic], and all appeared viable. There was evidence of all 4 of her previous hernia repairs. It appeared that every possible space in the anterior abdominal wall had been violated or utilized previously in same fashion. Thus, decision was made to perform a surgisis underlay with transfascial sutures. A 40 x 40 cm pieces of surgisis mesh were sewn together with prolene sutures. A surgisis underlay was then performed via under direct visualization, passing pds sutures through small stab incisions in the skin, carried them transfascially through the mesh, and then back through the abdominal wall. These were then secured and tied. This was done circumferentially around the abdomen. The mesh was gently taut but not under any significant tension. Two 24-french blake drains were then placed and tunneled through the skin. The fascia overlying was then reapproximated using interrupted #1 pds suture, overlying the surgisis underlay. Skin was closed with staples.¿ findings: ¿large complex incisional hernia, incarcerated with evidence of prior mesh placement, small bowel volvulized around rolled mesh, which was displaced from anterior abdominal wall.¿ (B)(6) 2014: abdominal kidneys, ureter, bladder x-ray. ¿impression: no dilated loops of bowel to suggest ileus or obstruction. Dilated small bowel throughout abdomen no longer seen.¿ (B)(6) 2014: discharge summary. ¿discharge diagnosis: ventral hernia with small bowel obstruction.¿ ¿discharge home.¿ conclusion: implant #3 captured as gore-tex® soft tissue patch. Based upon gore¿s investigation there is no available information that reasonably suggests that a second gore® dualmesh® plus biomaterial was implanted during the (B)(6) 2012 operative procedure. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim and no problem detected. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open hernia repair on (B)(6) 2012, whereby two gore® dualmesh® plus biomaterial were implanted. It was reported to gore that the patient underwent open hernia repair on (B)(6) 2013, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2014, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: small bowel volvulized around rolled mesh, additional surgery ((B)(6) 2014); mesh removal, additional surgery ((B)(6) 2014). Additional event specific information was not provided.

Manufacturer narrative:
Medical records dated 8/14/2019 confirm that on (B)(6) 2012, gore® dualmesh® plus biomaterial 9114914/1dlmcp04 was implanted. Records also confirm that on (B)(6) 2013, gore® dualmesh® plus biomaterial 10776980/1dlmcp03 was implanted. Records confirm only two devices were implanted and that a second device was not implanted during the (B)(6) 2012 procedure as originally reported. The implant date for the gore® dualmesh® plus biomaterial 10776980/1dlmcp03 has been corrected and a supplemental medwatch report has been submitted. The unk device is no longer reportable and the medwatch report is being retracted.